Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The rptr stated that during a spinal surgery procedure, the screw driver tip broke during use and became stuck to a guidewire. There was no loose part at the surgical site as the broken tip stayed on the guidewire. There was no intervention needed. Surgery time was not prolonged significantly. There was no adverse outcome for the pt.